Event description:
During an aortic valve replacement procedure, following aortic valve removal the device was placed through the ventricle. Leaflets of the mitral valve were drawn into the spring tip of the device. The device was removed, with some resistence; there was no adverse impact to the pt.